Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, fmc cassette and the adverse events of abdominal pain and peritonitis, which warranted antibiotic therapy. The pdrn stated the cause of the peritonitis was a breach in aseptic technique during one of several events. The patient confirmed not utilizing the required mask and gloves during discontinuation of therapy. The patient noted fibrin in the patient line and disconnected the tubing to ¿tap it out¿ into his bare hand, and then resumed the treatment. The pdrn stated the events were unrelated to the utilization of any fresenius device(s) or product(s). Based on the information available, the fmc cycler and cassette can be disassociated from the events, as there is no allegation or objective evidence indicating a product deficiency or malfunction caused or contributed to the serious adverse event. Furthermore, the patient continues to utilize the same cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis on (B)(6) 2019, characterized by abdominal pain during follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported peritoneal effluent fluid culture was collected due to the patient¿s complaints of abdominal pain, and the results were (B)(6) for (B)(6). A cell count was also obtained, which revealed an elevated white blood cell (wbc) count of 527 u/l. The patient was diagnosed with peritonitis and was treated outpatient with intra-peritoneal (ip) vancomycin 1 gram daily for 21 days. The pdrn stated the events were unrelated to the utilization of the liberty select cycler, fmc cassette and/or any fresenius device(s), drug(s) or product(s). The pdrn attributed causality to breaches in aseptic technique on several occasions. The patient confirmed he discontinues continuous cycling peritoneal dialysis (ccpd) treatments while not utilizing the required mask and gloves. Additionally, the patient noted fibrin in the patient line (date not provided) and disconnected the tubing to ¿tap it out¿ into his bare hand, and then resumed the treatment. The patient is recovering from the event and continues to undergo ccpd therapy without further issue. The patient is currently receiving retraining regarding sterile procedures.